Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 18-24-22-27 mm in diameter and 20 mm in length. It was reported that during the index procedure, a proximal type I endoleak was identified. The proximal fabric of the bifurcate appeared to be pulled off the right wall and a neck bubble was also present on the right side. The physician implanted 3 aptus endoanchors however, the event did not resolve. An endurant ii 28x49 cuff was implanted from the right side and appeared to have resolved the endoleak. The physician stated that the cause of the event was due to the patient's proximal aortic neck being 18mm and the distal neck 22-27mm over 20mm long. The suprarenal struts and proximal fabric appeared pulled off the right aortic wall due to the smaller proximal diameter and suprarenal aorta. No additional clinical sequelae were reported and the patient is fine.